Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was successfully used for 3-4 applications but then the jaws separated voluntarily. Review of the provided picture shows that a piece of the jaw broke off of the device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the top jaw was lifted apart from the jaw over mold. No missing piece. The reported condition was confirmed. The investigation found the top jaw was partially lifted away from the jaw over mold. The damage to the jaw's over mold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracic procedure, the device was successfully used for 3-4 applications but then the jaws separated voluntarily. Review of the provided picture shows that a piece of the jaw broke off but no pieces disengaged from the device. Nothing fell into patient's cavity. Another similar device was opened and it worked fine. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance led an investigation into the reported complaint in conjunction with engineering. One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the top jaw was separated from the jaw over mold. There was no missing piece. The reported condition was confirmed. The investigation found the top moving jaw was damaged. The manufacturing engineer was notified and confirmed that the product jaw b seal plate and over mold did disengage and does not meet specifications. The device appears to have been used a significant amount. No root cause for the jaw b disengagement could be determined. Engineering trained the maryland line operators to be cautious with the tips of the jaws when assembling and handling the devices, and to scrap any devices that show signs of delamination. Engineering reviewed the process to determine potential root causes for delamination. Operators were cautioned to avoid contact of the jaws with assembly fixturing. This complaint will be classified as undetermined. If information is provided in the future, a supplemental report will be issued.